Manufacturer narrative:
Analysis of the device is in process; the results will be forwarded when available. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the right ventricular lead had an unknown alleged malfunction. Attempts to clarify the exact nature of the malfunction were unsuccessful. The lead was capped and replaced. No patient complications were reported as a result of this event.